Manufacturer narrative:
(B)(4). (Damaged or missing closure link)- conclusions: device (b) arrived with the closing mechanism damaged and fully loaded with staples. No functional test was performed due to the condition of the device as the closure link was found damaged. While no conclusion could be reached as to how the closure link became damaged, it should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications. In addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Damaged or missing closure link the analysis results showed that device (a) arrived with the closing mechanism damaged and fully loaded with staples. No functional test was performed due to the condition of the device as the closure link was found damaged. While no conclusion could be reached as to how the closure link became damaged, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. In addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during low anterior resection procedure, the surgeon placed the ax55g across the colon and tried to close the device and the device broke; they then tried a (B)(4) device and they could not get the tissue in parallel to properly close the device. They then tried an (B)(4) with a (B)(4) green reload and when it closed on the tissue it was milking the tissue and did not fire the device. They removed the device and tried to use a second ax55g device and it broke when they tried to close the device. The surgeon now decided to use a (B)(4) device with (B)(4) reloads; with the first and second reload, the device would not close; the third reload fired and he completed the procedure by hand sewn end-to-end anastomosis there was no patient consequence reported. The sigmoid colon of the patient was very large and the tissue was thick.